Event description:
During an ercp procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. During use, the cutting wire broke. The patient was reported to be in good condition.